Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 1 occurred during the load sequence with multiple cartridges. The customer's blood glucose level was 290 mg/dl. The customer reverted to an alternate therapy for diabetes management.